Manufacturer narrative:
G.4. K183399; k243403 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a report about blood leakage. According to the customer report, the blood was leaking from the base of the extension tube during use.